Event description:
The pt's visiting nurse called lifescan (lfs) in 08/2005 and alleged that the pt's meter was set to the incorrect unit of measurement. Medical affairs attempted unsuccessfully to reach the pt by phone for more clinical information. A letter is being sent as a second attempt. The nurse was at the pt's home and she tested their blood glucose (the date of the event is not known). The result obtained was "17.4". The nurse interpreted the result as being low (17 mg/dl), when it was actually 313 mg/dl after conversion. It is not known how long the meter was set incorrectly or if the pt made any changes to their medical regimen during that time. She called the paramedics. It is known if they tested the pt's blood glucose, however, they did give patient something to eat/drink, as did the pt's nurse. The pt also had other, unspecified health concerns at the time and they recently had a kidney transplant. The nurse was unable/unwilling to state if the meter was previously set to the correct unit of measurement. This complaint is being reported as an adverse event because there is evidence of possible use error (the reporter was unable/unwilling to answer if the meter was previously set correctly, which could indicate use error) and there is evidence of the pt suffering a serious injury (the pt's meter was interpreted as low an the pt was treated for low blood glucose, when they was actually hyperglycemic, their result was 17.4 mmol/l with symptoms). A replacement meter has been sent.